Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that the key switch was re-affixed to the imaging system to restore functionality. The imaging system then passed the system checkout and was found to be fully functional. No parts were replaced, therefore no parts were returned for analysis. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that, while in a spinal fusion, the imaging system powered down without prompt from the user. It was reported that the keyswitch on the imaging system was dismounted from the panel. Staff in the operating room (or) were able to reassemble the switch and continue with the procedure. There was a reported delay to the procedure of less than 1 hour due to this issue. There was no reported impact on patient outcome. No additional information was provided.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.